Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application had a loss of connection. No additional event or patient information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.